Event description:
Manufacturer report number: 2017865-2022-01037. It was reported that during an initial system implant, the patient's right atrial threshold was high and presented differently when connected to the programmer and their implantable cardiac defibrillator (ICD). Patient's right atrial (ra) lead was repositioned to address the issue. Both the ICD and the ra lead were implanted and the procedure was completed. The patient was in stable.